Event description:
It was reported that the patient presented for a procedure. It was noted that the left ventricular lead had dislodged and exhibited a loss of capture. The lead dislodgement was confirmed via x-ray. The lead was explanted and replaced. The patient was stable.

Manufacturer narrative:
Further information was requested but not received.